Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) with a plastic stent placement in the common bile duct, performed on (B)(6) 2021. During the procedure, upon the deploying the stent into a common bile duct stricture, the metal stylet was retracted completely, however, the clear portion of the introducer remained within the stent, preventing the stent from fully deploying. It was noticed that there was a break between the metal stylet and the guide catheter. The entire delivery system and stent were removed from the patient. The procedure was successfully completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.